Manufacturer narrative:
This device is not approved for sale in the united states, however, a like device, part number 9392507, 510k number k094025, is approved for sale. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at t6/7, for the treatment of thoracic herniation. During surgery, when the surgeon was inserting the cage in the intervertebral disc of t6/7, the cage was found broken. After insertion of the cage and removal of the inserter, it was found that the x-ray marker location was wrong. The breakage was found because the surgeon touched the cage using a kerrison punch and it was confirmed that there was no continuity of the left and right halves of the cage visually, palpation and the position of marker. The cage could not be removed so was left to remain inside the patient's body. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.